Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels. The customer¿s blood glucose levels were 40 mg/dl, 180 mg/dl and 190 mg/dl. The customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer reported that they treated low blood glucose level with food and glucose tablets. The customer did not mention any symptom related to low blood glucose level. The customer did not use auto mode on the insulin pump at the time of the incident. The customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose event. The customer did not allege the insulin pump for over delivery. The customer declined troubleshooting for low blood glucose event. The insulin pump will not be returned for analysis.